Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution selected for left atrial appendage closure (laac) procedure. The transspetal access was done, no issues reported. A 24mm device was implanted successfully with no initial complications, pre or post pe noted. A follow up echo showed a moderate effusion and the patient was asymptomatic, so patient discharge was held. Next day, a repeat echo was performed and moderate/large effusion was noted. The patient was symptomatic, with chest pressure and vt. Patient was then taken to surgery for a pericardial window and 550ml bright red blood with clot was removed and drain was placed. On (B)(6) 2025, the patient remains stable but has co-morbid issues related to previous health that is extending discharge. Patient was stable from the pe and drain was removed on (B)(6) 2025. Procedure was completed using original device. Patient outcome is expected to fully recover. Patient was on eliquis and last took the medication day before the procedure. The device is not expected to be returned for analysis.

Event description:
It was pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution selected for left atrial appendage closure (laac) procedure. The transseptal access was done, no issues reported. A 24mm device was implanted successfully with no initial complications, pre or post pe noted. A follow up echo showed a moderate effusion and the patient was asymptomatic, so patient discharge was held. Next day, a repeat echo was performed and moderate/large effusion was noted. The patient was symptomatic, with chest pressure and vt. Patient was then taken to surgery for a pericardial window and 550ml bright red blood with clot was removed and drain was placed. On (B)(6) 2025, the patient remains stable but has co-morbid issues related to previous health that is extending discharge. Patient was stable from the pe and drain was removed on (B)(6) 2025. Procedure was completed using original device. Patient outcome is expected to fully recover. Patient was on eliquis and last took the medication day before the procedure. The device is not expected to be returned for analysis. It was further reported that the versacross device was not inside the patient body when patient complication begun. Patient was hospitalized beyond standard care of time and was discharged on (B)(6) 2025 with pre-existing hospice services. The patient was hemodynamically stable when complication noted. Pericardial effusion was not noted at the final check post procedure prior to leaving the room. Acute postoperative hypoxemic respiratory insufficiency and moderate bilateral pleural effusions, self-resolved.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers.